Event description:
It was reported that; when doctor put the screw into the hole of the plate, he found one hole's golden ring deforming. However, the other holes has been put into screws yet. Doctor did not change the plate and pulled the broken ring out, and put the screw in without final locked because of no golden ring.

Manufacturer narrative:
Method: device not returned; results: manufacturing records for this product were reviewed and no anomalies were found. The returned locking ring had migrated out of the plate and was heavily deformed. The plate remains implanted and was not returned. Conclusion: a root cause of this event cannot be determined.

Event description:
It was reported that; when doctor put the screw into the hole of the plate, he found one hole's golden ring deforming. However, the other holes has been put into screws yet. Doctor did not change the plate and pulled the broken ring out, and put the screw in without final locked because of no golden ring.